Manufacturer narrative:
The customer checked the unit. The transducer and transducer cable did not have any problems. They doubted that the failure was the patient trigger pcb (printed circuit board). The hospital asked to replaced the patient trigger pcb (printed circuit board). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the infant flow sipap ventilator alarmed e70 (sipap error 70) while on a patient. The customer confirmed that there is no patient harm.